Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that her pump keypad was locked and she has a battery cap that does not fit her pump. Customer just changed and filled the reservoir. Customer was advised on how to unlock the keypad. Customer tried to unlock the keypad but was unsuccessful. Customer stated that she will try to work on it herself and will call back if she needs further assistance. Customer declined to stay on the phone until the keypad was unlocked.